Event description:
It was reported that the 7600 florastar system x-ray beam size was too large. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.